Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) did not provide therapy during an episode of ventricular tachycardia (vt). During this episode, the patient experienced syncope. The device was behaving normally according to the programmed features. The ventricular tachycardia fell into a blanking period which was unable to sense the arrythmia.